Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was broken and did not detect pockets. The field service engineer (fse) had logged into the hardware test application (hta) and removed the damaged pocket from main drawer 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubie was broken. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.